Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient placed on impella 5.5 for mechanical circulatory support had episodes of ventricular tachycardia (vt). Initially the vt was attributed to the impella positioning being too close to the septum and right ventricle strain. The patient continued to have runs of vt before going into vt arrest, requiring CPR with defibrillation prior to return of spontaneous circulation. Medication was administered. There was worsening right ventricle dysfunction and the patient was deemed to not be a transplant candidate. Denied ECMO also. Care was withdrawn and the patient expired.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Positioning issue: impella position being close to the septum. The cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.